Event description:
From literature article: ¿the ghost in the machine: inhibition of tachyarrhythmia therapy due to phantom crosstalk¿. Pacing and clinical electrophysiology. 2011 jul; 34(7):909-11. Pmid: 21745224 doi: 10.1111/j.1540-8159.2011.03031.x. Phantom crosstalk on the atrial channel on a device with a plugged atrial port. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).